Manufacturer narrative:
Patient information was unavailable from the site. Event problem and evaluation: on 21-jan-2015, a medtronic representative went to the site to test the system. Several pieces of drape material were found inside the gantry. The rotor functioned without issue after the drape material was removed. The imaging system then passed the system checkout and was found to be fully functional. The site was advised to visibly watch the door close during cases to ensure drapes stayed out of the door while closing. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, the rotor of the imaging system became unresponsive when attempting to move it from ap to lateral position. A ¿door open¿ message displayed on the pendant, and the system was unresponsive to the yellow emergency button. During troubles-shooting, the site was able to manually open the door from around the patient. The surgeon completed the procedure with the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.